Manufacturer narrative:
(B)(4). The sample was returned to baxter and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon receipt of the sample, it was found to be of this lot number. Evaluation summary: visual inspection of the returned sample was performed with no issues noted. Underwater leak, clear passage, and clamp function testing were performed with no problems identified. The sample was run on a homechoice (hc) machine with no issues encountered. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak from a hole was observed in the patient line of the cassette. The event occurred during set up on the home choice (hc) and the home patient (hp) was not connected. The home patient (hp) stated they observed in a pin hole in the patient line. There was nothing found during troubleshooting that would cause or contribute to the event. The technical service representative (tsr) advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.